Manufacturer narrative:
Vyaire file identification:pc-(B)(4). A vyaire field service representative(fsr) evaluated the device onsite, talked to the customer that the unit needs a new o2 (oxygen) cell and an est (extended systems test). A new o2 cell was provided and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported unit has the high and low fraction of inspired oxygen alarms on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.